Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 1000 mcg/ml at a dose rate of 150 mcg/day via an implantable pump. It was reported the pump segment of the catheter was revised on (B)(6) 2022. The pump was not revised. The healthcare provider (hcp) did not aspirate once the new pump segment piece of catheter was hooked up to the existing intrathecal end that had drug in it. The volume of intrathecal end was 0.07 ml and the volume of the pump segment was 0.145 ml. At the time of the report technical services reviewed that the recommendation would be to aspirate from the catheter access port (cap) to confirm patency once the catheter pieces were connected. However, it was further reported that the hcp did not want to do that. It reviewed that the recommendation would be to not bolus, as the drug at the tip would be pushed. The following was further reviewed / being considered: calculation would be 0.07 ml x 1000 mcg/ml = 70 mcg, at current flow rate 150/1000 = 0.15 ml/day, 0.07 ml / 0.15 ml/day = 0.46 days x 24 hours = 11 approximately. It was being considered that drug would be delivered for the next 11 hours and after that there would be an approximately 23 hour gap in therapy (0.145ml/0.15 ml = 0.96 days x24 hours = 23 hours). It was also being considered that in theory, after the 11 hours had elapsed (or any period of time after 11 hours), the catheter could be primed and they could call technical services for assistance with the calculation. The option to medically manage the patient for the 23 hour gap in therapy duration was being considered. The patient was admitted. The company representative indicated that they would likely call back in the morning to program a bolus to reinitiate therapy after the drug in the intrathecal end (spinal catheter) had been delivered. The baclofen dose per day was going to programmed to 125 mg/day at 1000 mcg/ml concentration. The new duration of drug the patient was to receive was 13.44 hours. The catheter volume was 0.215 ml. Additional information was received from a foreign hcp via a company representative on 2022-may-25. Approximately 13.5 hours had passed and they wanted to program a priming bolus. The steps to program an advanced mode prime bolus were reviewed. Additional information was received from a foreign hcp via a company representative on 2022-may-27. The patient experienced increased tone and they had continued to increase the medication. The patient had undergone a dye study. It was indicated that there was an unknown source of a catheter issue prompting surgery to visualize if there were any issues, but nothing was seen. Regarding the catheter revision, it was indicated that the patient had additional medical concerns, and they wanted to rule out it was not from a catheter malfunction. They decided to replace the full portion of the pump segment of catheter. The cause of the issue / catheter issue was not determined, and it was noted that in an abundance of caution they surgeon just replaced the pump segment of catheter. The pump segment of catheter would not be returned to the manufacturer as the operating room nurse had already discarded it and was unable to be retrieved. The patient¿s initials, gender, age, and weight at the time of the event would not be provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# / serial# unknown, implanted: unknown, partially explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, lot# unknown, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial/lot number and implant date of the catheter associated with the event was unknown. Regarding the patient having had additional medical concerns / if the concerns were regarding the increase tone, it was noted that this was unable to be provided. The event / catheter issue / patient¿s symptoms had been resolved.